Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states "staple jamming". Further information received states "no patient harm and no medical intervention required. A new device was used to complete the procedure. Patient condition is fine".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jam-info not provided" could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The stapler was returned with 8 staples remaining in the cover block indicating that least 27 staples were fired by the end user. Visual examination of the returned stapler revealed that the staples appeared aligned. The trigger was not returned engaged and evidence of use in the form of biological material was present on the device. No other anomalies or defects were observed. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first three staples were fired. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. No further action was required at this time, as there were no issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Correction of narrative to: 'the reported complaint of "misfire/jam-info not provided" could not be confirmed based upon the sample received'. The probable cause of this complaint issue could not be determined based upon the information and sample provided.

Event description:
The report states "staple jamming". Further information received states "no patient harm and no medical intervention required. A new device was used to complete the procedure. Patient condition is fine".

Event description:
The report states "staple jamming". Further information received states "no patient harm and no medical intervention required. A new device was used to complete the procedure. Patient condition is fine".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jam-info not provided" could not be confirmed since the actual sample was not returned. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The stapler was returned with 8 staples remaining in the cover block indicating that least 27 staples were fired by the end user. Visual examination of the returned stapler revealed that the staples appeared aligned. The trigger was not returned engaged and evidence of use in the form of biological material was present on the device. No other anomalies or defects were observed. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first three staples were fired. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.